Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent and abdominal pain in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported condition. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for two weeks for the event. The patient was reported to have recovered from the abdominal pain. It was not reported if the patient had recovered from the cloudy effluent. Action taken with dianeal therapy was not reported. Additional information is not available at this time.